Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. The implantable cardioverter monitor exhibited bluetooth telemetry failure due to the patient's (B)(6) watch interference. It was also noted that the device exhibited undersensing. Programming changes were made and transmission was possible after troubleshooting. Patient was stable.